Manufacturer narrative:
This report is submitted on august 3, 2023.

Event description:
Per the clinic, the patient has been a non-user of this implant for many years (hearing with implant on opposite side). The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on july 14, 2023.